Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020 approximately.

Event description:
It was reported that the patients ipg was difficult to be charged and would not hold a charge. It was also noted that the patients ipg would not connect to the remote control. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned.